Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reverted to an alternate form of insulin delivery. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.